Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that catheter removal difficulties were encountered. The 70% stenosed target lesion was located in the moderately tortuous and non calcified iliac vessel. After stent grafting was performed, it was noted that there was a part in the base part of the stent graft was not completely dilated. A 10.0 x 20, 75cm mustang balloon catheter was advanced for post-dilation. The balloon was inflated two times with the duration of 30 seconds at 10 atmospheres in each inflations. However, when the device was removed, resistance was encountered. Deflation and inflation was performed again and finally, the device was removed, while some resistance was felt. Fluoroscopy was performed and it was noted that the base part of the stent graft was recoiled again. Then the device was re-advanced but difficulty was encountered. Another 10x4mm mustang balloon catheter was advanced and the procedure was completed. No further patient complications nor injuries were reported.